Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm and failed battery test. Customer states that they are also unable to rewind the insulin pump. The blood glucose is 8.4 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with currents in specification. No unexpected failed battery anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.